Event description:
Pt has respiratory failure, required trach and in neurological base line (unk level). Facility has not responded. "Pt was in restraints and somehow must have gotten loose." Pt found between side rail of six year old triflex I bed and a foam mattress. A code blue was called. The jackson trach had to be changed and reinserted. Pt was then resuscitated back to same level of neurological baseline. Distributor checked side rails and bed and they were found to be working properly. Facility chose to continue to use the bed. Facility moved pt to room right across from nurse's station in order to keep a closer eye on him.

Manufacturer narrative:
Facility has not responded to questions. Unable to determine level of pt's prior neurological baseline and respiratory failure. Failure of restraints to prevent access to trach tube and pt movement primary issue. Bed continued to be used with pt as distributor and facility determined bed to be working properly.